Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. During preparation of a 3.00 x 20mm synergy ii drug-eluting stent, the device was loaded onto a non-bsc guide wire; however, it was noted that the stent struts was deformed. The device was not used inside the patient. The procedure was completed with another 3.0x20mm synergy stent. No patient complications nor injuries were reported.

Event description:
It was reported that stent damage occurred. During preparation of a 3.00 x 20mm synergy ii drug-eluting stent, the device was loaded onto a non-bsc guide wire; however, it was noted that the stent struts was deformed. The device was not used inside the patient. The procedure was completed with another 3.0x20mm synergy stent. No patient complications nor injuries were reported. A synergy ii us mr 3.00 x 20 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found damage to stent strut rows 1 and 5 from proximal end of stent, stent struts were lifted and pulled back in a distal direction. The undamaged distal section stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage at the distal edges of the tip. A visual and tactile examination of the hypotube no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft found multiple kinks along several locations of the extrusion shaft. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.